Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high voltage impedance was measuring intermittently out of range on the right ventricular lead. Measurements were ranged higher than 125 ohms, prior measurements trended around 100 ohms. The patient was seen on (B)(6) 2017, the physician is aware of the elevated impedance and would make plans to resolve. Another alert was present over the weekend of (B)(6) 2017. The patient would continue to be monitored.